Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-04940. It was reported the patient presented to the ER due to leg weakness and a loss of bowel and bladder control. Reportedly, x-rays revealed both leads were anterior in the epidural space. As a result, surgical intervention was scheduled as the next course of action to address the issue. Follow-up identified the procedure took place on (B)(6) 2016 at which time both leads were explanted and replaced with one new lead. Bilateral coverage was achieved postoperatively. The issue is resolved.